Event description:
Pt had a razor burn to abdomen from pre-op razors. Razor clippers remain difficult to use despite the repeated in-service by the company rep. If there is any skin deviation i.e. Stretch marks as in this case the straight edge of the clippers will cause an abrasion.